Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead was placed into a branch and a whisper wire was advanced through the lead to advance the lead further into branch. The whisper wire was then attempted to be pulled out of the lead but it was stuck in the lead. Fluoroscopy showed that there was a knot at the distal end of the whisper wire. The entire lead was removed and the knot was cut off the whisper wire. Physician noted that from tugging on the whisper wire to pull it out, the inner was coil pulled back within the lead and was damaged. The left ventricle lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported events of difficulty removing the guidewire from the lead and lead damage were confirmed. As received, a complete lead was returned in one piece. A fibrous foreign material was found bunched up with the inner coil distal to the connector pin. The connector pin with the crimp sleeve were found pulled out through the connector cap stretching the inner coil consistent with damage cause due to excessive forces applied while attempting to remove a wire from the lead during the procedure. The cause of the reported events was isolated to the bunching of the fibrous foreign material inside the inner coil at the connector region which resulted to the lead component detachment consistent with procedural damage.